Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. Functional testing and the alarm log review revealed a check set loading alarm. This alarm is related to malfunctioning force sensing resistors. Out of specification force sensing resistors were identified during visual inspection. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. No additional information is available.